Manufacturer narrative:
The referenced maj-1215 has been returned to olympus medical systems corp.(omsc) for evaluation, however the evaluation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed that before the pcnl procedure, the facility could not perform the procedure because the ultrasonic output error indicator of lus-2 lit up and the ultrasonic output was not activated. The patient was already anesthetized. The facility changed the devices to the other similar device (non-olympus) and the procedure was completed. Olympus (B)(4) checked the devices and decided that this phenomenon was likely to be caused by the maj-1215 used with the lus-2. On may 25 2017, olympus was informed that the facility changed the devices to the other similar devices and the procedure was completed. There was no report of the patient¿s injury regarding this event.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2017-00768 to provide device evaluation results. Omsc evaluated the referenced maj-1215 in combination with the lus-2 and probe owned by omsc and found that the ultrasonic output error indicator of the lus-2 lit up and the ultrasonic output was not activated. Also, omsc found that there was the mark of the fluid influx into the inside of the hand piece plug of the maj-1215. It would appear that the facility did not attach the water-proof cap to the hand piece plug of the maj-1215 appropriately during the cleaning of the maj-1215. It was considered that the electrical short circuit occurred between the electrical terminals of the hand piece plug by fluid, consequently it caused the damage of the ultrasonic transducer component of the maj-1215 and then the ultrasonic output could not be activated. Therefore omsc concluded that this phenomenon was attributed to inappropriately handling by user. There were no further details provided. If significant additional information is received, this report will be supplemented.